Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding with blood clots") and device dislocation ("migration of essure device location of device: left coil was real high,") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo shot in (B)(6) 2009. Concurrent conditions included uterine bleeding and breast pain. Family history included ovarian cancer and breast cancer. Concomitant products included ibuprofen (advil) from (B)(6) 2009 to (B)(6) 2017 and ibuprofen from (B)(6) 2009 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains/ constant pain in pelvic area"), abdominal pain lower ("cramping"), back pain ("back pain") and mood altered ("moody"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("pain during intercourse") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy (partial), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage, device dislocation and mood altered had resolved and the uterine pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood altered, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: the coils were properly placed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received: reporter, concomitant disease and historical drug , essure removal date (B)(6) 2017 and events (abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: left coil was real high, dysmenorrhea (cramping), uterus pain,moody) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left coil was real high,"), device expulsion ("migration of device-location of device : partially inside uterus") and genital haemorrhage ("heavy bleeding with blood clots") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo shot in (B)(6) 2009. Concurrent conditions included uterine bleeding and breast pain. Family history included ovarian cancer and breast cancer. Concomitant products included ibuprofen from (B)(6) 2009 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) , the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains/ constant pain in pelvic area/ pain"), abdominal pain lower ("cramping"), back pain ("back pain") and mood altered ("moody"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("pain during intercourse") and uterine pain ("uterus pain") and was found to have hormone level abnormal ("hormonal issues/ changes"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage, mood altered, uterine pain and hormone level abnormal had resolved and the device expulsion outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, mood altered, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: the coils were properly placed. Most recent follow-up information incorporated above includes: on 6-feb-2019: plaintiff fact sheet: received. Event: migration of device-location of device : partially inside uterus added. Updated onset date of events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left coil was real high,") and genital haemorrhage ("heavy bleeding with blood clots") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo shot in (B)(6) 2009. Concurrent conditions included uterine bleeding and breast pain. Family history included ovarian cancer and breast cancer. Concomitant products included ibuprofen (advil) from (B)(6) 2009 to (B)(6) 2017 and ibuprofen from (B)(6) 2009 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains/ constant pain in pelvic area"), abdominal pain lower ("cramping"), back pain ("back pain") and mood altered ("moody"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"), uterine pain ("uterus pain") and hormone level abnormal ("hormonal issues/ changes"). The patient was treated with surgery (hysterectomy (partial), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage, mood altered, uterine pain and hormone level abnormal had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, mood altered, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: the coils were properly placed. Most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet received. Event eas added hormonal issue/changes. Event outcome was updated for the event uterine pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.